Event description:
It was reported that when the intra-aortic balloon pump (iabp) was being set up the display went blank. Cycling the power restores the display. The field service engineer (fse) reported that the symptom could not be duplicated. The fse replaced the display head.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp display goes blank is not able to be confirmed. The returned display head passed functional and visual test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was being set up the display went blank. Cycling the power restores the display. The field service engineer (fse) reported that the symptom could not be duplicated. The fse replaced the display head.